Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported with the use of the bd phaseal¿ injector luer lock n35 there was an issue with leakage. It was stated by the consumer ¿at the end of the cytarabine, I wanted to push 2cc rinsing according to the protocol. I then received a few drops of product on my face because the tip to put the rinsing was cracked.¿ few drops of product on the face of hcw.

Event description:
It was reported with the use of the bd phaseal¿ injector luer lock n35 there was an issue with leakage. It was stated by the consumer ¿at the end of the cytarabine, I wanted to push 2cc rinsing according to the protocol. I then received a few drops of product on my face because the tip to put the rinsing was cracked.¿ few drops of product on the face of hcw.

Manufacturer narrative:
Investigation summary: as no physical samples or picture samples were available for return and a lot number was not provided, a thorough sample investigation and a production history review could not be performed. During the manufacturing process, inspections and tests are performed regularly. These inspections and tests include visual inspections, quality dimension measurements, correct assembly verification, needle housing verification, functionality and piston welding testing, and cannula length testing performed with a caliper gauge. Based on the limited investigation, a root cause for the reported issue could not be established. As the root cause cannot be established, it was determined that no CAPA is required.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use?: no, device returned to manufacturer: no.

Event description:
It was reported with the use of the bd phaseal¿ injector luer lock n35 there was an issue with leakage. It was stated by the consumer ¿at the end of the cytarabine, I wanted to push 2cc rinsing according to the protocol. I then received a few drops of product on my face because the tip to put the rinsing was cracked.¿ few drops of product on the face of hcw.